Event description:
It was reported that residue from the monopolar curved scissors instrument fell inside of the pt. The pt wound was irrigated and the residue was suctioned out. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the two cannula accessories used during the surgical procedure. MFR report #2955842-2006-166. MFR report #2955842-2006-167.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that part of the main tube had material removed toward the distal end. Per the customer reported complaint, it was determined that the failure mode is consistent with the use of a potentially defective cannula accessory. The cannula accessories used during the surgical procedure were also returned and evaluated. Engineering found the inner surface of the cannulas to be out of alignment, thus creating a raised ledge, which may remove material from the instrument during use.